Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
See MFR report # 3004209178-2011-02439. The stimulation started to be intermittent in (B)(6) 2010. There was no known accident or incident related to this complaint. An out of regulation (oor) message displayed on her pt programmer this past (B)(6). The last time she turned her device on, it jumped from 4.15 to 5.0 on its own. On two different occasions, her ins increased amplitude without her touching her pt programmer. There was a possible short on one of the leads. The battery was about 50% full. The pt was seen in the clinic on (B)(6) 2011. Her cervical lead was programmed on program 1 (0-3) and the thoracic was on program 2 (4-7). Her cervical was functioning fine, it was the thoracic that was "cutting on and off", especially with positional changes. Her recharge sessions looked good, with good coupling and battery charged to 75-100% when she presented to the clinic, her thoracic was programmed 5+, 6-, pw 510, rate 40. She could feel stimulation at that time, but wanted to try other programming. Many combination were tried; most she could not feel anything, even turned up to 10.5v. An impedance test was ran at least 4 times and all looked good. The number 7 electrode may be questionable (the only electrode at 1000 ohms) but was never used during the programming sessions, except once, it was tried. The device was interrogated while the pt was standing, sitting and lying down. The pt's doctor felt the equipment was faulty and mentioned replacing the device. Add'l info has been requested.